Event description:
The customer reported a picture problem: the light source would not turn on and displayed error code e849 during an unspecified procedure involving the olympus video system center. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - phone number: (B)(4).